Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to deliver therapy. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. Physio determined use error was the likely cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to deliver therapy. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.